Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: normal. Customer has followed up for complaint status but they did not provide any new information.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the patient's mother stated during the medication traceback conducted in the pediatric intensive care unit: "after the administration of vancomycin, she developed redness on her upper body. The medication was administered on (B)(6) 2025, the same day she underwent surgery." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.